Event description:
It was reported that, "patient heard a pop when rolled over in bed. Doctor ordered an x-ray and confirmed screw head popped off screw. Reoperated and replaced with a new screw."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.